Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as an abnormal battery droppage was observed. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as the patient decided to keep the device.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as an abnormal battery droppage was observed. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.